Event description:
Customer reported left monitor is black during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and replaced the high voltage tank and snubber board. System operates as intended.